Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose levels were too high to register on the glucose meter. Troubleshooting was performed, and found that the insulin pump alarmed no delivery and check settings prior to the event. The infusion set was removed, and the cannula was bent. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.